Event description:
It was reported that during transport of a pt on the ventilator via an ambulance, the pt's condition deteriorated. The pt's respirations increased from 18 bpm to 42 bpm, became tachycardic, o2 saturations decreased from 98% to 81%, and heart rate increased from 84 to 148bpm. The pt's blood pressure decreased from 100/60 to 90/50 and the skin became diaphoretic. The paramedic attending the pt discontinued use of the ventilator and ventilated the pt with a bag valve mask connected to 100% oxygen. The pt was re-directed to the nearest emergency department. No allegations of vent malfunction causing harm.

Manufacturer narrative:
Na